Event description:
It was reported that a patient's generator was interrogated and low impedance was detected. The patient could not feel stimulation. X-rays were taken and the physician observed a discontinuity in the lead. The production records for the suspect device were reviewed and it was found that it passed all quality testing prior to distribution. The patient had a full revision due to the low impedance. The generator was replaced prophylactically. The patient's explanted lead and generator were discarded. No additional information has been received to date.